Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's mom cannot unlock the ilet to announce the patient's meal. They tried for 15 minutes. The patient is on the most recent firmware with no update available. The agent arranged for a replacement device to be sent out. Blood glucose was not affected. There was no report of any patient harm or adverse event associated with this report.